Event description:
It was observed during the device inspection, the air/water tube, the air/water cylinder and the jet tube of the colonovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. During the device inspection, additional potential adverse events were noted where foreign material was also found in the instrument channel port, distal cover, bending section cover glue and insertion section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-190 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions for gif/cf/pcf-190 series reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent them. Olympus will continue to monitor field performance for this device.